Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
The customer reported that the touchscreen failed calibration. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved.

Manufacturer narrative:
G4: 23mar2020. B4: 24mar2020. Additional information received that the ventilator was being used on a patient at the time of the reported failure. The patient had to be moved to a different ventilator as a result of this event; however, there was no patient harm. The replaced touchscreen was returned for failure analysis. The customer's complaint was verified, the calibration process could not be completed. Fault was found on the returned touchscreen. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.